Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient was hospitalized for an unspecified infection (source unknown) and began treatment with unspecified intravenous antibiotics. During a reactive visit on (B)(6) 2025, it was reported that a surgeon was treating the patient due to a possible peg site skin infection with oozing and a large granuloma was present. A swab was taken, results not reported. As of on (B)(6) 2026, the patient was still hospitalized and continued to be treated with intravenous antibiotics.